Event description:
The devices were reported by the company rep to fail the second audible "click" indication. All surgical procedures passed successfully.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. Since the event involves three car devices, this report refers to the second device used (device 2). Separate reports are provided for the two other devices, however, since there is no info regarding the serial numbers of the devices, all the reports are identical. The devices were returned and evaluated. No failure was found and the devices were found to be within their specs. Only one audible click is supposed to be heard during proper device operation, indicating the point of no return when the anvil approaches the ring. The company reps; training and clinical personnel, were retrained and the training materials were revisited to better clarify this issue.